Event description:
The customer reported getting a red x, chirping and pacer/shock equipment malfunction messages.

Manufacturer narrative:
(B)(4). The customer reported getting a red x, chirping and pacer/shock equipment malfunction messages. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.